Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device expulsion ("migration / migration of essure device location of device: uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("irregular bleeding") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, neck sprain and scoliosis. Previously administered products included for to prevent pregnancy: ortho evra from 2001 to 2004 and depo provera from 1993 to 2001. Concurrent conditions included dizziness, hyperplasia endometrial and adenomyosis. Concomitant products included oral contraceptive nos and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("other injury (ies) or complication (s) please describe: anemia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). The patient was treated with surgery (on (B)(6) 2013 underwent a pelvic surgery), surgery (laparoscopic assisted supracervical hysterectomy with bilateral salpingectomy) and surgery (supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the perforation, device expulsion, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, anaemia and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: bilateral occluded fallopian tubes essure confirmation test: (1)bilateral occluded fallopian tubes on (B)(6) 2006. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received: patient's unstructured relevant tests were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration / migration of essure device location of device: uterus"), perforation ("perforation of the essure device"), genital haemorrhage ("irregular bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, neck sprain and scoliosis. Previously administered products included for an unreported indication: ortho evra from 2001 to 2004 and depo provera from 1993 to 2001. Concurrent conditions included dizziness, hyperplasia endometrial and adenomyosis. Concomitant products included oral contraceptive nos and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In october 2010, the patient experienced genital haemorrhage and menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("other injury (ies) or complication (s) please describe: anemia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopic assisted supracervical hysterectomy with bilateral salpingectomy), surgery (on 8-mar-2013 underwent a pelvic surgery). Essure (ess205) was removed on 8-mar-2013. At the time of the report, the device expulsion, perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, anaemia and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 5-jan-2006: bilateral occluded fallopian tubes most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet & medical recrd received. Events device expulsion (replaced from device dislocation), vaginal bleeding, menorrhagia, dysmenorrhea, anemia abdominal pain are added. Lab data updated. Historical & condcomitant drugs & conditions were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation of the essure device") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2013 underwent a pelvic surgery). At the time of the report, the device dislocation, perforation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.